Manufacturer narrative:
The axium coil was received for evaluation and was in a contradictory condition to the reported event. The implant coil was found detached from the pushwire and missing. Detachment was not reported initially. The axium prime coil pushwire was found bent from the proximal end. In addition, the pushwire was also found bent at distal end within the introducer sheath. There was an appearance of blood within the introducer sheath. Under the microscope, the coin was found to be pulled back from the lumen stop, and the coil shield was found present. All other subassemblies appeared to be normal and no other anomalies were observed. Based on the received device condition, follow up attempts were conducted for additional complaint details; however, no response rec eived. The implant coil was not returned; therefore, the cause of the detachment could not determine. It is likely that the damages occurred due to the movement of the axium prime coil against the reported resistance. In addition, it is possible that the implant coil detached and became lost following the event. All coils are 100% inspected for damages and irregularities during manufacture. Per the axium prime detachable coil and i.d. (Instant detacher) instructions for use (IFU): precaution: ¿do not advance the coil with force if the coil becomes lodged within or outside the microcatheter. Determine the cause of resistance and remove the system when necessary.¿

Event description:
Medtronic received information that stent assisted coiling treatment of internal carotid artery, posterior communicating aneurysm, this axium prime coil would not able to advance from the microcatheter hub. It was reported that during the procedure, reported coil was used first as framing coil after flushing. The physician tried to advance the coil through y-connect from coil introduce sheath to microcatheter. The coil was not able to be advanced from the microcatheter hub. They replaced another same size coil and that coil was able to be advanced. No patient injury was reported. Evaluation of the returned device found that the implant coil was detached from the pushwire and missing.

Manufacturer narrative:
Additional information was received, which confirmed that the coil did not detach during the time of the procedure. It was further reported that the implant coil will not be returned for investigation. The staff verified that the implant coil did not make it into the microcatheter/patient. The actual location of the implant coil is unknown. It likely that implant coil detach and lost during the shipment. If information is provided in the future, a supplemental report will be issued.